Manufacturer narrative:
Batch review performed on 11 march 2020: lot 147682: (B)(4) items manufactured and released on 21-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a loose femur. The cause of the loose femur is unknown. The surgeon revised the femoral component, poly, and added an extension stem 4 years and 3 months after primary surgery. The surgery was completed successfully.